Event description:
The ge oec 9800 fluoroscopy system reported poor image quality.

Manufacturer narrative:
A ge oec service representative investigated the issue and as with the other service calls for this issue, the system specifications for iq were verified and found to be functioning as intended. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.